Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, lcd failure. The unit was triaged and the customers reported condition was confirmed. The potential root causes are excessive damage due to customer misuse and/or a possibly defective component. A review of the device history record by (B)(6) on 2017-oct-26 shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 14-jun-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit has an unreadable display.